Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 11. Details of surgery: immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling and inflammation. No further patient complications were reported.